Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference mr. Report: 1627487-2016-00354. It was reported the patient suffered a fall. X-rays showed the leads had migrated. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference mr. Report: 1627487-2016-00354. The manufacturer is unable to determine which lead was explanted so both leads are reported as explanted. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace one lead and repositioned the other lead. Effective stimulation has been restored.